Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient initially reported that he had a boil in the area of a previous sensor site which became infected and had he had redness, drainage and burning sensations. On (B)(6) 2021, additional information was provided. The patient confirmed the skin reaction that was a boil. Prior to sensor insertion he did not cleanse the sensor site with alcohol. The area was red, inflamed, with intermittent whitish/yellowish drainage from the top of the boil and the area was tender to touch. He consulted his physician via phone who prescribed an oral antibiotic (cephalexin 500 mg every 6 hours x 2 weeks) and topical salve (mupirocin). He completed the course of antibiotics and was no longer applying the topical prescription salve. A medical visit was scheduled for (B)(6) 2021 to evaluate for incision and drainage removal. At the time of the report on (B)(6) 2021, the area was no longer tender, not draining, and was smaller in size. On 4/22/2021, the patient stated the medical doctor (md) indicated the infection was resolving and no surgical treatment was necessary, however she prescribed a second course of oral antibiotics (unspecified) and topical prescription ointment. No additional patient or event information is available.